Event description:
It was reported that the device illuminated the service light and logged event codes in the memory. Physio-control evaluated the device and found that it would not charge and deliver defibrillation therapy. There was no patient use associated with the event.

Event description:
It was reported that the device illuminated the service light and logged event codes in the memory. The third party service agent evaluated the device and found that it would not charge and deliver defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control isolated the cause for the malfunction to the therapy pcb assembly. Physio will replace the therapy pcb assembly and confirm proper device operation through functional and performance testing. The device will be repaired and returned to the customer for use.

Manufacturer narrative:
Correction the initial emdr reads: it was reported that the device illuminated the service light and logged event codes in the memory. Physio-control evaluated the device and found that it would not charge and deliver defibrillation therapy. There was no patient use associated with the event. The initial emdr should read: it was reported that the device illuminated the service light and logged event codes in the memory. The third party service agent evaluated the device and found that it would not charge and deliver defibrillation therapy. There was no patient use associated with the event. Device available for evaluation? The initial emdr reads: yes. Device available for evaluation? The initial emdr should read: no. Date device returned to manufacturer on the initial emdr reads: (B)(4) 2012. (B)(4). The initial emdr reads: physio-control isolated the cause for the malfunction to the therapy pcb assembly. Physio will replace the therapy pcb assembly and confirm proper device operation through functional and performance testing. The device will be repaired and returned to the customer for use. The initial emdr should read: the device was not returned to physio-control for evaluation. The third party service agent isolated the cause for the malfunction to be the therapy pcb assembly. The service agent replaced the therapy pcb assembly and confirmed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.